Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage under the liquid crystal display screen. The blood glucose reading was estimated to be around 120 mg/dl. The customer stated that he had fallen on the insulin pump, bumping the device against the cement. He stated that he was unable to read most of the screen due to blackening of the display. He was advised that the device would be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had a severely cracked and bleeding lcd glass. The display window had minor scratches.